Event description:
It was reported that the 9800 system had gray and white lines in the images during a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video control board was re-seated during the service call. The system was tested and found to be working as intended and put back into service.